Event description:
The customer contacted beckman coulter (bec) on (B)(6) 2013 and reported that the white blood cell (wbc) vote-out issue had returned, along with platelet (plt) vote-outs on the coulter lh 750 analyzer. The instrument printouts were not provided for review. No erroneous results were reported in association with this event. There was no death, injury, or effect to patient treatment. This MDR is to report an event occurred on (B)(6) 2013. Total of 3 mdrs are being submitted from this account for events occurred on 3 different days: 1061932-2013-01174, 1061932-2013-01175, 1061932-2013-01176.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found that mix bubbles were erratic and sometimes absent in the white blood cell (wbc) bath. Upon further inspection, the fse discovered a small bit of debris in the pressure line choke to the mix bubble manifold which was diminishing the bubble pressure. The fse also replaced o-rings on wbc apertures to better secure the bath in place. The customer called the same day on (B)(6) 2013, after service left, indicating that hematocrit/hemoglobin (h/h) check failed messages occurred with erroneous low red blood count (rbc), hemoglobin (hgb) and mean corpuscular volume (mcv) results when compared to a second analyzer. The instrument printouts were not obtained for this event for further evaluation, and no further information is available for this incident. The service request was cancelled on (B)(6) 2013. Failure mode of an ongoing wbc vote-outs/erroneous results was most likely attributed to hardware components, addressed by the fse, and debris in the pressure line to mix bubble manifold, which were replaced during the fse visit.